Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) visited on-site and confirmed that the video signals were unavailable. Analysis of the log file showed that during system startup, the video channel had no signal, confirming the reported malfunction. To resolve the issue, the fse reinstalled the operating system and application on the flexvision computer. The flexvision monitor's motorized mechanism was checked, and the tsm layouts were rebuilt. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that the routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up, causing a loss of image display. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.